Event description:
It was reported that bd nexiva tubing separated from the hub. The following information was provided by the initial reporter: "18 g IV started for a patient needing a CT. During the contrast injection the tubing split from hub"

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.